Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced syncope and complained of dizziness and palpitations while walking up hills. Upon interrogation, it appeared as though the device was sensor pacing. There was inquiry as to how to programming the device for system optimization closer to the patient's previous device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.